Event description:
It was reported the affiniti 50 ultrasound system locked up during a critical transesophageal examination. There was no injury associated with this event. Philips has started an investigation into this complaint.

Manufacturer narrative:
It was initially reported the affiniti 50 ultrasound system locked while using a tee transducer during a critical procedure; however, additional information was received that the event occurred during a routine diagnostic procedure. The actual failure indicated in this event is not likely to cause or contribute to a serious injury if it were to reoccur.